Event description:
Pt was operated for a dislocating hammertoe of second toe, right foot. Pt began to experience pain, erythema and induration of the toe at approximately 10 weeks post-op. At the eleventh week, the area had broken through and tip of pin was seen and was extracted. Pt was put on cleocin, and had done well.

Manufacturer narrative:
Jjpi forwarded the complaint to a consultant, who discussed the event with the pt's physician. The technique used by the physician is not approved. It is the opinion of the consultant that this cause does not appear to be related to any compromise of the orthosorb tapered pin material in relation to use in immunocompromised pt. The event was related to the mechanical migration of the pin due to an unstable surgical site. At this time, jjpi considers this file closed.